Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy electrodes. The patient described the area as red but with no open skin or bleeding. The patient was given cortisone cream by her physician to put on the rash. Follow-up indicated that the rash had improved.